Manufacturer narrative:
04-jun-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Lip was caught [lip injury]. Toothbrush [head] keeps falling off my new genius x toothbrush - oral-b [device breakage] . Product counterfeit - oral-b [product counterfeit] . Case narrative: female consumer via e-mail reported that the oral-b toothbrush heads kept falling off of her oral-b genius x toothbrush handle, type 3771. No injury was reported. 16-apr-2024 via digital safety assessment survey: consumer was 56 years old and reported that her lip was caught. No serious injury was reported. 18-apr-2024 follow up via e-mail: the device was used for brushing her teeth. No serious injury was reported. 30-apr-2024 via case update: the concomitant product lot number was bh34631120. No serious injury was reported. 04-jun-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Event description:
Lip was caught [lip injury] toothbrush [head] keeps falling off my new genius x toothbrush - oral-b [device breakage] . Case narrative: female consumer via e-mail reported that the oral-b toothbrush heads kept falling off of her oral-b genius x toothbrush handle, type 3771. No injury was reported. 16-apr-2024 via digital safety assessment survey: consumer was 56 years old and reported that her lip was caught. No serious injury was reported. 18-apr-2024 follow up via e-mail: the device was used for brushing her teeth. No serious injury was reported. 30-apr-2024 via case update: the concomitant product lot number was bh34631120. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return